Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stated that the pump was delivering the wrong amount of insulin. Customer's blood glucose level was 217 mg/dl. Customer stated that she believes that the issue was user error. Customer was disconnected before she could be transferred. Customer was called back on (B)(6) 2014 and stated that she had an adverse event and the emergency room did not resolve the issue. Customer reported that they tried to bring the blood glucose level down, but they were unfamiliar with the pump. Customer went to her health care professional and resolved the issue. Customer also had a broken belt clip. No additional information provided.